Event description:
It was reported that while using the surgical fiber during a prostate procedure, error code 171 was received several times. Additionally, the "fiber tip appeared damaged, with two beams emitting straight and vertical". 73,001 joules used; time expended:10:07 minutes. The method used to complete the procedure was not reported, however, a surgical fiber was not used. There was no patient injury reported.